Event description:
It was reported that the system would shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, reseated the pcbs and replaced a faulty interconnect cable. System operates as intended.